Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars), prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars), prior to patient use.

Manufacturer narrative:
(B)(4). The customer provided one video of the defect. Resistance between the guide wire and syringe when trying to thread the guide wire is shown. The customer also returned one guide wire assembly and ars for analysis. No definite signs of use were observed. Visual analysis of the guide wire revealed that it contained multiple kinks/bends towards the distal j-bend. No obvious defects or anomalies were observed on the returned ars. Microscopic examination confirmed the kink in the guide wire and confirmed that the distal and proximal welds are present and spherical. The kinks in the guide wire measured 12mm and 35mm from the distal tip. The overall length of the guide wire measured 604mm which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.811mm which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The returned guide wire and syringe were functionally tested per the instructions for use provided with this kit , which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was entirely threaded through the syringe and little to no resistance was encountered. The resistance observed in the customer video could not be reproduced during testing in the lab. A manual tug test confirmed that the distal and proximal welds are secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The IFU also provides instructions for guide wire insertion technique including "advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion." The customer report of a kinked guide wire was confirmed through the complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. The guide wire and syringe passed all relevant dimensional and functional testing, and a device history record review revealed no relevant findings. The appearance of the damage is consistent with undue force applied on the guide wire; therefore, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.